Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-09290- device 1 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set was leaking at site from (B)(6) 2024. The blood glucose level of the patient was around 296 mg/dl. The issue occurred with five similar types of infusion set used fo one to two days. No further information available.